Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/device breakage/the device in my left tube was broken, which was where the most intense pain was.') And fallopian tube perforation ('fallopian tube perforation') in a 30-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. Current weight 162lbs. Previously administered products included for birth control: sprintec and mirena. In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced migraine ("migraine/migraines / headaches"), 7 years after insertion of essure. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ left side pain and cramping/ light cramping during period"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/ I went from 155 to 213 starting about 6 months after the coils were placed"). In (B)(6) 2012, the patient experienced fatigue ("fatigue/exhausted"), depression ("depression,") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced systemic lupus erythematosus ("lupus"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes-mood swings/very moody"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti (urinary tract infection)/multiple uti's"). In (B)(6) 2015, the patient experienced urticaria ("hives abdomen, back and thighs"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced hypertension ("hypertension,"). In (B)(6) 2015, the patient experienced dyschezia ("painful bowel movements"). In (B)(6) 2016, the patient experienced dizziness ("dizziness"), amnesia ("memory loss") and vertigo ("vertigo"). In (B)(6) 2017, the patient experienced dry eye ("dry eye"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), vulvovaginal pain ("vaginal area pain"), back pain ("lower back pain") and headache ("pain - base of skull"). In (B)(6) 2018, the patient experienced clostridium difficile infection ("infection-c-diff"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), night sweats ("night sweats"), cystitis ("bladder infection"), rash ("rash/skin condition-rash on face"), abdominal distension ("bloating"), adnexa uteri pain ("left side where the fallopian tube would be") and menstruation irregular ("still have irregular periods "). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, urticaria, bladder disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, mood swings, nausea, migraine, weight increased, vaginal haemorrhage, clostridium difficile infection, cystitis, depression, anxiety, rash, hypertension, endometriosis, dizziness, amnesia, dry eye, abdominal distension, vertigo and headache outcome was unknown, the genital haemorrhage, systemic lupus erythematosus, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and female sexual dysfunction had resolved and the vulvovaginal pain, back pain, adnexa uteri pain and menstruation irregular was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, amnesia, anxiety, back pain, bladder disorder, clostridium difficile infection, cystitis, depression, device breakage, dizziness, dry eye, dyschezia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, menstruation irregular, migraine, mood swings, nausea, night sweats, pelvic pain, rash, systemic lupus erythematosus, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Insertion details-trailing coils: left 1 , right 1. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.3 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/device breakage/the device in my left tube was broken, which was where the most intense pain was.') And fallopian tube perforation ('fallopian tube perforation') in a 30-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. Current weight 162lbs height is 5 ft 6 in. Previously administered products included for birth control: sprintec and mirena. In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2011, the patient experienced migraine ("migraine/migraines / headaches"), 7 years after insertion of essure. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ left side pain and cramping/ light cramping during period"). On (B)(6) -2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/ I went from 155 to 213 starting about 6 months after the coils were placed"). In (B)(6) 2012, the patient experienced fatigue ("fatigue/exhausted"), depression ("depression,") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced systemic lupus erythematosus ("lupus"). In (B)(6) r 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes-mood swings/very moody"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti (urinary tract infection)/multiple uti's"). In (B)(6) 2015, the patient experienced urticaria ("hives abdomen, back and thighs"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced hypertension ("hypertension,"). In (B)(6) 2015, the patient experienced dyschezia ("painful bowel movements"). In (B)(6) 2016, the patient experienced dizziness ("dizziness"), amnesia ("memory loss") and vertigo ("vertigo"). In (B)(6) 2017, the patient experienced dry eye ("dry eye"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), vulvovaginal pain ("vaginal area pain"), back pain ("lower back pain") and headache ("pain - base of skull"). In (B)(6) 2018, the patient experienced clostridium difficile infection ("infection-c-diff"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding general"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), night sweats ("night sweats"), cystitis ("bladder infection"), rash ("rash/skin condition-rash on face"), abdominal distension ("bloating"), adnexa uteri pain ("left side where the fallopian tube would be"), menstruation irregular ("still have irregular periods ") and feeling abnormal ("had this continous brain fog"). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, urticaria, bladder disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, mood swings, nausea, migraine, weight increased, vaginal haemorrhage, clostridium difficile infection, cystitis, depression, anxiety, rash, hypertension, endometriosis, dizziness, amnesia, dry eye, abdominal distension, vertigo, headache and feeling abnormal outcome was unknown, the genital haemorrhage, systemic lupus erythematosus, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and female sexual dysfunction had resolved and the vulvovaginal pain, back pain, adnexa uteri pain and menstruation irregular was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, amnesia, anxiety, back pain, bladder disorder, clostridium difficile infection, cystitis, depression, device breakage, dizziness, dry eye, dyschezia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, menstruation irregular, migraine, mood swings, nausea, night sweats, pelvic pain, rash, systemic lupus erythematosus, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Insertion details-trailing coils: left 1 , right 1 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.3 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-apr-2020: social media received: new event had this continuous brain fog was added. On 1-may-2020: non significant coding correction done llt updated- brain fog nos. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device breakage ('breakage'), genital haemorrhage ('abnormal bleeding (general)') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dermatitis allergic ("rash/skin condition"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, systemic lupus erythematosus, dermatitis allergic, bladder disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, nausea, migraine and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and female sexual dysfunction had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: unspecified: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality-safety evaluation of ptc: product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/device breakage/the device in my left tube was broken, which was where the most intense pain was.') And fallopian tube perforation ('fallopian tube perforation') in a 30-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. Current weight 162lbs. Previously administered products included for birth control: sprintec and mirena. In 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced migraine ("migraine/migraines / headaches"), 7 years after insertion of essure. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ left side pain and cramping/ light cramping during period"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/ I went from 155 to 213 starting about 6 months after the coils were placed"). In (B)(6) 2012, the patient experienced fatigue ("fatigue/exhausted"), depression ("depression,") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced systemic lupus erythematosus ("lupus"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes-mood swings/very moody"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti (urinary tract infection)/multiple uti's"). In (B)(6) 2015, the patient experienced urticaria ("hives abdomen, back and thighs"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced hypertension ("hypertension,"). In (B)(6) 2015, the patient experienced dyschezia ("painful bowel movements"). In (B)(6) 2016, the patient experienced dizziness ("dizziness"), amnesia ("memory loss") and vertigo ("vertigo"). In (B)(6) 2017, the patient experienced dry eye ("dry eye"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), vulvovaginal pain ("vaginal area pain"), back pain ("lower back pain") and headache ("pain - base of skull"). In (B)(6) 2018, the patient experienced clostridium difficile infection ("infection-c-diff"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), night sweats ("night sweats"), cystitis ("bladder infection"), rash ("rash/skin condition-rash on face"), abdominal distension ("bloating"), adnexa uteri pain ("left side where the fallopian tube would be") and menstruation irregular ("still have irregular periods "). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, urticaria, bladder disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, mood swings, nausea, migraine, weight increased, vaginal haemorrhage, clostridium difficile infection, cystitis, depression, anxiety, rash, hypertension, endometriosis, dizziness, amnesia, dry eye, abdominal distension, vertigo and headache outcome was unknown, the genital haemorrhage, systemic lupus erythematosus, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and female sexual dysfunction had resolved and the vulvovaginal pain, back pain, adnexa uteri pain and menstruation irregular was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, amnesia, anxiety, back pain, bladder disorder, clostridium difficile infection, cystitis, depression, device breakage, dizziness, dry eye, dyschezia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, menstruation irregular, migraine, mood swings, nausea, night sweats, pelvic pain, rash, systemic lupus erythematosus, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Insertion details-trailing coils: left 1 , right 1 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.3 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs and mr received - lot number was added. Event hormonal changes updated to mood swings. Event rash/skin condition updated to rash on face. Outcome of lupus updated to recovered / resolved. New events night sweats, abnormal bleeding (vaginal), bladder infection, infection-c-diff, anxiety, depression, hives abdomen, back and thighs, endometriosis, hypertension, dizziness, vertigo, dry eye, painful bowel movements, bloating, lower back pain, vaginal area pain, memory loss, left side where the fallopian tube would be, still have irregular periods were added. New reporters, patient information, historical drug, treatment drug, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device breakage ('breakage'), genital haemorrhage ('abnormal bleeding (general)') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dermatitis allergic ("rash/skin condition"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract infection ("uti (urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, systemic lupus erythematosus, dermatitis allergic, bladder disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, nausea, migraine and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and female sexual dysfunction had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: unspecified: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. The case was upgraded from other event to incident. Previously reported event ¿injury to herself¿ was updated to following events¿ abdominal pain, alopecia, bladder problems, rash/skin condition, breakage, dysmenorrhoea (cramping), dyspareunia, fallopian tube perforation, fatigue, apareunia, abnormal bleeding (general), hormone changes, menorrhagia (heavy menstrual bleeding), migraine, nausea, pelvic pain, lupus, urinary tract infection, vaginal discharge and weight increased¿. Reporter, demographics, lab data, essure indication (amended), essure insertion/removal date were added no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report